Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned cage found a full split in the middle bridge across the center of a cage, which is its thinnest point. No fragments of the cage have splintered off from the main body. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted on the specific code as the fracture profile changes in accordance to its dimensions. No emerging trends were found requiring further actions. The root cause cannot be determined from the samples and information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inspection of expresscare kit by depuy synthes spine found four ocelot stackable cages were broken. It is unknown where/when cage breakage occurred. The following mfg. Medwatch reports are being filed for the four cages: 1526439-2041-12067, 1526439-2014-12068, 1526439-2014-12069.